Event description:
Customer called to report high blood glucose. It was stated that the high blood glucose were tested with a manual injection. Cusotmer tried to prime several reservoirs and infusion sets, but the insulin was not exiting. Troubleshooting was performed. The lead screw made a complete rotation, but the driver block did not appear to move and the reservoir did not diminish in size.